Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (dose, frequency and route not reported). The patient was discharged from the hospital a couple of days later and the patient was reported to have recovered from the peritonitis event. The nurse also stated that the caregiver (cg) was re-trained on aseptic technique prophylactically. The pd therapy was ongoing. Additional information was requested and was not available at this time